Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated there is a black line across the display of the infusion device, and the line is in the area that displays the insulin delivery amount. No adverse event was reported. The alleged product was requested for evaluation.